Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general), heavy bleeding') and endometrial hyperplasia ('other injury(ies) or complication please describe: endometrial hyperplasia') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin from 2013 to 2015, metformin from 2016 to 2018 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), 1 year 9 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced endometrial hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy) and endometrial biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the endometrial hyperplasia, cystitis and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, endometrial hyperplasia, genital haemorrhage, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: gross description- one of the fallopian tubes has a metallic wire-like device in the proximal aspect while the other fallopian tube does not seem to have the same device. In addition, the left serosal aspect at the left cornu has the same metallic wire-like device in the outer aspect. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and endometrial hyperplasia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received: onset date of events added. Outcome for the events genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general)') and endometrial hyperplasia ('other injury(ies) or complication please describe: endometrial hyperplasia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyanocobalamin from 2013 to 2015, metformin from 2016 to 2018 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometrial hyperplasia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy) and endometrial biopsy. Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, endometrial hyperplasia, menorrhagia, cystitis, vaginal infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, endometrial hyperplasia, genital haemorrhage, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: gross description- one of the fallopian tubes has a metallic wire-like device in the proximal aspect while the other fallopian tube does not seem to have the same device. In addition, the left serosal aspect at the left cornu has the same metallic wire-like device in the outer aspect. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia and endometrial hyperplasia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: new events, "abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injuries or complication please describe: endometrial hyperplasia" were added. New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added. Concomitant medications were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.